Event description:
Customer called customer service to receive training on how to set the time and date on his adc blood glucose meter. Customer further reported that as a result of his meter not being set up, he was unable to test and on (B)(6) 2013 he was hospitalized for two days. Customer was reportedly driving to the store when he experienced symptoms described as "drowsy, not thinking clearly, slow down, speech was slurred, judgment was off." Customer self-presented to the hospital and was reportedly "hospitalized for very high sugar." It is unknown what, if any, readings were obtained in the hospital. Customer was treated with "IV fluids, insulin, and lactulose" and was discharged on (B)(6) 2013. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is a final report. The complaint involved a training issue; hence, no further product investigation will be undertaken. The owner's guide provides instructions on how to set up the meter. All pertinent information available to abbott diabetes care has been submitted.